Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device') and pelvic pain ('pain/ pelvic pain') in a 27-year-old female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube patency/unilateral occlusion, failure of essure device." The patient's concurrent conditions included morbid obesity, depression and diabetes. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), alopecia ("hair loss"), rash ("rashes or skin conditions type: on lower stomach"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), cystitis ("infection (other) describe: -bladder") and weight fluctuation ("weight gain / loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, migraine, alopecia, rash, weight fluctuation and weight increased outcome was unknown and the pelvic pain, urinary tract infection, vaginal infection and cystitis had resolved. The reporter considered alopecia, cystitis, device dislocation, dysmenorrhoea, dyspareunia, migraine, pelvic pain, rash, urinary tract infection, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates:(B)(6) 2011, (B)(6) 2011. Insertion details: the left essure was placed first in the standard fashion with b coils remaining in the uterine, cavity. The right coil was then placed second and 4 coils were left in the cavity. As per pfs, hysterectomy (full) was done but date of removal is not given only anticipated or scheduled date: (B)(6) 2019 was given. Current weight 266 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: unilateral occlusion (left tube occluded); on (B)(6) 2012: (as per mr) impression: right fallopian tube patency status post essure device. You might consider a follow-up exam in 3-6 months to assess for further scarring/ occlusion.; on (B)(6) 2012: not provided. Lot number:825627 manufacturing date:2011/01 expiration date:2014/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device') and pelvic pain ('pain/ pelvic pain') in a 27-year-old female patient who had essure (batch no. 825627) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube patency/unilateral occlusion, failure of essure device." The patient's concurrent conditions included morbid obesity, depression and diabetes. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), alopecia ("hair loss"), rash ("rashes or skin conditions type: on lower stomach"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), cystitis ("infection (other) describe: -bladder") and weight fluctuation ("weight gain / loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, migraine, alopecia, rash, weight fluctuation and weight increased outcome was unknown and the pelvic pain, urinary tract infection, vaginal infection and cystitis had resolved. The reporter considered alopecia, cystitis, device dislocation, dysmenorrhoea, dyspareunia, migraine, pelvic pain, rash, urinary tract infection, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011. Insertion details: the left essure was placed first in the standard fashion with b coils remaining in the uterine, cavity. The right coil was then placed second and 4 coils were left in the cavity. As per pfs, hysterectomy (full) was done but date of removal is not given only anticipated or scheduled date: (B)(6) 2019 was given. Current weight 266 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: unilateral occlusion (left tube occluded); on (B)(6) 2012: (as per mr). Impression: right fallopian tube patency status post essure device. You might consider a follow-up exam in 3-6 months to assess for further scarring/ occlusion.; on (B)(6) 2012: not provided. Most recent follow-up information incorporated above includes: on 2-mar-2020: plaintiff fact sheet received. Events per pfs: malposition of essure device and weight gain. Outcome for pain and infection were resolved. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube patency/unilateral occlusion, failure of essure device.". The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), alopecia ("hair loss"), cystitis ("infection (bladder/ urinary tract/vaginal) type: not provided"), rash ("rashes or skin conditions type: on lower stomach"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), infection ("infection (other) describe: not provided") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, migraine, alopecia, cystitis, rash, urinary tract infection, vaginal infection, infection and weight fluctuation outcome was unknown. The reporter considered alopecia, cystitis, dysmenorrhoea, dyspareunia, infection, migraine, pelvic pain, rash, urinary tract infection, vaginal infection and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2011, (B)(6) 2011 insertion details: the left essure was placed first in the standard fashion with b coils remaining in the uterine, cavity. The right coil was then placed second and 4 coils were left in the cavity. As per pfs, hysterectomy (full) was done but date of removal is not given only anticipated or scheduled date: (B)(6) 2019 was given. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55 kg/sqm. Hysterosalpingogram on (B)(6) 2012: results: unilateral occlusion (left tube occluded); on (B)(6) 2012: (as per mr). Impression: right fallopian tube patency status post essure device. You might consider a follow-up exam in 3-6 months to assess for further scarring/ occlusion.; on (B)(6) 2012: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: event injury was replaced with pelvic pain. New events - infection (bladder/ urinary tract/vaginal) type: not provided, infection (other) describe: not provided,rashes or skin conditions type: on lower stomach, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain / loss, hair loss, fallopian tube patency were added. Reporter¿s information, patient demography, medical history and lab data were added. Severity of event pelvic pain was updated as severe. Case is now incident. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.